Event description:
It was reported that during an lar procedure, that they could not remove the device after firing. The washer was not cut completely. The staples did not from normally (nearly unformed). Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.